Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Damaged item in surgery. Additional event information. Product complaint: (B)(4). Please clarify what you mean by damaged (stripped/deformed/cracked/broken)? Cracked. Lot number of the bipolar trl retaining clip 28 (205516000). Kindly provide the date of event. This complaint was received on (B)(6) 2021. Please verify if the instrument used during surgery? If yes, was there surgical delay? What was the duration of the delay? Yes delay by about 15 minutes due to another tray to be opened.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will bereviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Damaged item in surgery. Additional event information. Product complaint: (B)(4). Please clarify what you mean by damaged (stripped/deformed/cracked/broken)? Cracked. Lot number of the bipolar trl retaining clip 28 (205516000). Kindly provide the date of event. This complaint was received on (B)(6) 2021. Please verify if the instrument used during surgery? If yes, was there surgical delay? What was the duration of the delay? Yes delay by about 15 minutes due to another tray to be opened.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.